Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy procedure, the long bipolar grasper instrument had a broken cable. It was reported a fragment fell into the patient and was retrieved during the same procedure.